Event description:
The facility reports as the hoist was being lowered with the handset, it did not stop lowering as the down button was released. It would not go up with the up button, and the emergency stop button did not function. No injuries were reported.